Event description:
It was reported that the patients ipg incision was opened. Symptom of lower back pain was noted. The physician believed that the infection was not device related and was due to the antibiotics not treating it fully. All device components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively and is currently on antibiotics.

Manufacturer narrative:
Exact date unknown, event occurred over a week ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).